Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event was confirmed. Analysis found an anomalous rf module as the cause for the high current and premature battery depletion.

Event description:
It was reported that asymptomatic patient presented to the clinic after feeling the patient notifier alert. Upon interrogation, an alert for elective replacement indicator was observed. Review of session records show the battery voltage has prematurely depleted. The device was explanted and replaced.